Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman truseal access system (was) was positioned in the patient. A pigtail catheter was advanced via the was and a contrast injection was performed. The system was positioned in the laa with plenty of space. The pigtail was removed and the physician advanced the 24mm watchman laa closure device and delivery system. The delivery system was almost to the point of snapping it together with the access system and another contrast injection was performed. A perforation and pericardial effusion was noticed, so the physician decided to deploy the closure device. It was deployed exactly at the ostium and sealed the contrast flow into the pericardium as previously seen. The release criteria were assessed and met, so the closure device was released. A pericardiocentesis was performed and they administered protamine to the patient. The pericardial effusion resolved. The patient remained stable the entire time.